Event description:
Pt underwent exploration of patellar component originally implanted on or before april 1987. At this time (4/21/94) a crack was found in the patella component and the joint contained black tissue. Surgeon replaced the black articulaar surface & patellar dome with ib ii white poly components.